Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to fluid loss as the pump tubing broke. The reservoir was drained and retained. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to fluid loss as the pump tubing broke. The reservoir was drained and retained. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated that the patient outcome was good.